Event description:
The customer reported that the instrument engaged without the handle being closed. The customer did not provide info as to whether the device was applied to tissue or not. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.